Event description:
It was reported, that a patient's atrial lead presented with high capture threshold. The physician elected to explant and replace the atrial lead. There were no patient consequences.